Manufacturer narrative:
Citation: dedicated versus conventional devices in patients with pure native aortic regurgitation: a systematic review and meta-analysis. J am heart assoc. 2025;14:e038659. E-published 28 october 2025. Doi: 10.1161/jaha.124.038659. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of dedicated versus conventional devices in patients with pure native aortic regurgitation (ar). The meta-analysis included 19 clinical studies with a total of 1804 patients who were predominately female with a mean age of 75.3 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro or engager bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: coronary obstruction, valve-in-valve implant for unspecified reason, annulus rupture, valve reintervention, arrhythmia requiring permanent pacemaker implant, and moderate to severe paravalvular aortic regurgitation, myocardial infarction, stroke, major bleeding or vascular complication, and conversion to open surgery. No further information was provided pertaining to medtronic products.